Event description:
It was reported that a spectrum pump did not recognize a closed door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a does not recognize closed door occurred. A review of the event history log revealed multiple events of shut door - power off. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed upper and lower latch switches. The upper and lower auxiliary requires replacement to address this issue. During evaluation the device was unable to recognize an open door. The cause was identified to be a failed upper and lower latch switches. The upper and lower auxiliary requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.